Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2007. The pt was noted to have a symptomatic mesh exposure on the posterior vaginal wall six months after the procedure. The pt was admitted to the hospital in 2008 and underwent an excision of the mesh under general anesthesia the next day. The procedure was uncomplicated and the pt was then discharged on the same day. The pt is scheduled for a follow-up visit the next month.

Manufacturer narrative:
Date sent to the FDA: 02/29/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.